Event description:
Litigation papers allege pain, weakness, physical injury and excessive metal ion levels. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the acetabular cup and femoral head. Should we receive additional information, we will update accordingly.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part & lot information to the stem. The stem was added to the complaint. Upon impacting the stem, a fracture was noted at the juncture between the calcar and greater troch. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.